Event description:
The report stated that during a whipple procedure that the jaws of the ligasure impact locked up. The surgeon had to force the jaws of the device to open. The jaws closed onto the integrated cutter and caused the cutter to break. The site was contacted about this and reported that no pieces were left behind in the pt.

Manufacturer narrative:
Date of initial report: december 21, 2007. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.